Manufacturer narrative:
Qn#(B)(4). The sample was returned to the manufacturer (cmi) for investigation. Cmi reports that a visual exam was performed and no defects were observed. Functional testing was also performed and both cuffs of the device were inflated with a syringe; however they deflated immediately. Both cuffs were immersed in water and bubbles were observed indicating a leak. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint was confirmed. Although the complaint was confirmed, a root cause could not be identified. Cmi reports that 100% leak testing is performed; therefore, a defect of this type would be detected prior to release from the manufacturing facility.

Event description:
Customer reported "air leaks out of balloon test before use on patient". No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported "air leaks out of balloon test before use on patient". No patient involvement reported.